Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer found that the half height legacy drawer 2.2 was not visible in diagnostics. After checking the fuse, cables, and connections could not get drawer to work. Fse replaced the moab with a spare on site and tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.